Event description:
It was reported that, during an unspecified surgery, the steady amber led indicator on camera was activated. It was tried to clear the fault but it did not work. Aak calibration kit could not complete the camera calibration. It is suspected an illuminator fault in the camera. The navio case was aborted and was completed with manual instrumentation. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint (pn 500097 rev e) provides instructions for the user in the "troubleshooting information¿ section: "camera error system message: camera infrared lamp is not working properly. This may result in a limited field of view. You may choose to quit the intraoperative procedure or continue. If you choose to continue, the camera will continue to still function, however, the camera may have limited visibility." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical/medical investigation indicates that per complaint details, although there was an illumination fault, the surgeon abandoned the navio/converted to manual instrumentation to complete the procedure without a surgical delay or patient impact/injury. Therefore, no further medical assessment is warranted at this time. A visual inspection found no sign of physical damage. A visual assessment confirmed the reported error. The error led was illuminated. During the functional evaluation, the camera log was reviewed and it revealed numerous illuminator faults, further confirming the issue. This failure is an identified failure mode within the risk assessment. The root cause was established to be a supplier/raw material fault. No containment or corrective actions are recommended at this time.